Event description:
It was reported that the gastric band was explanted due to band slippage. Another band was then implanted.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.